Manufacturer narrative:
The insulin pump was received with moisture damage on electronics assembly. The insulin pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that there was fluid under the lcd. The customer's blood glucose was 286 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.